Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic appendectomy, stapler with blue reload, no buttressing material, and the stapler deployed staples only the patient side of the cartridge. The doctor used a powered 60 mm stapler to complete the procedure. There were no patient consequences reported.